Event description:
Patient presented in ER with 3rd degree heart block. Ed staff placed multifunction one step pads in anterior anterior position for quick use for pacing. Staff attempted to pace-would not capture. Turned up amplitude to 84. Additional staff entered and identified that EKG leads needed to be placed with a certain type of pad position, pacing established. This type of education was not provided by zoll during their install consistently with staff. Patient ultimately expired in cath lab later that day but upon removal of pads, patient suffered 2nd degree burn underneath pads. Concern about how pads were placed as well which led to injury.======================manufacturer response for zoll defribillator one step pad, zoll one step multifunction pad (per site reporter).======================they provided additional training on best pad positioning and how to place pad.